Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 10 corail broach does not accept nor disassociate from neck trials appropriately, the protrusion from the end of the broach appears to have been compromised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned instrument confirmed the complaint. The root cause is attributed to unintended use error. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.